Event description:
Event was reported to caldera medical by an attorney. The pt has suffered painful sexual intercourse, difficult time urinating, and mesh feeling like it was coming out. No further info has been provided.